Manufacturer narrative:
H6. Evaluation codes: updated. At the time of this report no product or photos were received at the investigation site, therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that following insertion of the tracheostomy and filling of the cuff with sterile water, the cuff looked overly full. The nurse performing the procedure was informed of the intention to remove the water from the cuff for verification. Upon attempting to deflate the cuff, no water could be extracted. The nurse in charge and a doctor were called, both of whom were also unable to remove the water from the cuff. A decision was made to attempt removal of the tracheostomy with the cuff still inflated, ensuring no trauma would occur. The tracheostomy was successfully removed. There was patient involvement, and no patient harm/adverse event reported.